Event description:
I used renu with moisture loc contact lens saline solution from 12/26/06 through 4/3/06. I was treated for an eye infection and, suffered with the same symptoms that are related to fusarium keratitis. I was treated with the anti - fungal medications for the right eye infection. To this day, I still have scarring on my right eye.